Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: staph infection and ring worm on breast.

Event description:
Patient reported "immediately after surgery they got a staph infection, stomach infections, ring worm on breast, chest pain, heart pain, a lot of left side pain, anxiety, not able to feel my nipple when they asked their doctor and they said the doctor might have cut the wrong nerves and can feel the edge of the plastic, able to squeeze the bag in between their fingers, it feels like sand". Patient also reported "started feeling sick 6 months later, blurred vision, throwing up, fainting spells, yeast infections, went a long period of time not being able to walk and was diagnosed with an autoimmune disease"; these events are not device related. Device remains implanted. This record is for the left side.